Event description:
Maxzero needleless cap has defects in the manufacturing that bd has discovered. This issue is concern because it causes medications to leak outside of the i.v. Tubing. Patients are requiring excessive changes in new tubing, decompensation due to not receiving medication and increased risk for the infections due to compromised line.